Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure a balloon rupture occurred. The stenotic lesion was located in the right circumflex artery. The physician advanced the 2.5x9mm maverick2 balloon catheter to the lesion and inflated the balloon to 8atms and the balloon ruptured. The procedure was successfully completed with another 2.5x9mm maverick2 balloon catheter. Patient status is reported as "stable".

Manufacturer narrative:
Device evaluation: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.